Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to capture was observed on the right ventricular lead. It was noted that the lead was implanted earlier that same day. The lead was repositioned. No further information was reported.